Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported there was a revision surgery performed to remove the hardware and the plate was found broken.

Manufacturer narrative:
Device evaluation: the reported event could be confirmed: the returned plate shows fractures. The fracture surfaces were partially leveled due to friction with the counterpart. It was further reported that no bone healing was achieved. The plate was implanted in (B)(6) 2022 and the current complaint was reported on (B)(6) 2024; the plate was implanted for more than one year. In sum, the visual inspection of the implant¿s fracture surfaces show low cycle fatigue ruptures, the plate has been implanted for a long time, no bone healing was achieved and it is a large plate with several implanted screws. Therefore, the plate broke most likely due to movements of the unhealed bone. The plate fractured in one area which caused stronger forces acting on the remaining plate, which finally led to further fractures. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any design, material or manufacturing related issue.

Event description:
It was reported there was a revision surgery performed to remove the hardware and the plate was found broken.